Manufacturer narrative:
Date sent: 8/13/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a visceral surgery, there were malformed clips. Another like device was used. There was no pt consequence.